Event description:
Related manufacturer reference number: 2017865-2023-23311. It was reported the left ventricular lead was explanted for an unknown reason. During replacement, a second left ventricular lead was not implanted for an unknown reason. The physician elected to complete the replacement with a third lead. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.